Event description:
It was reported that mega suturecut needle driver instrument had broken wires. No additional information was provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.